Event description:
It was reported that "the nurse was holding th dermatome in her right hand and turned the unit over into her left hand in preparation to remove the blade following device use during a surgical procedure. The blade nicked her left index finger." The nurse was seen in the ER for blood work, and wound cleansed with betadine, closed with dermabond and dsd (dry sterile dressing) applied. The nurse received a tetanus immunization, and her hepatitis series evaluated as current. The nurse is currently on "light duty" due to the work related injury. Incident report was completed at the facility. Blood work was drawn from the pt also, per standard blood borne transmission protocol."

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.